Manufacturer narrative:
Correction: h6 - medical device problem code - should be only "2891 - capturing problem".

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead failed to advance and exhibited helix issues. Additionally, the lead was damaged while the physician maneuvered during the implant procedure. The physician elected to use another rv lead to complete the procedure but the new rv lead exhibited a high capture threshold. Eventually, both rv leads were not used and replaced. The patient was in stable condition throughout the procedure.